Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 550 mg/dl at the time of hospitalization. The customer's spouse stated that the infusion set fell out of the body prior to hospitalization. The customer's spouse also reported that they received unexpected restart alarm. The customer's blood glucose was 250 mg/dl at the time of incident. The insulin pump will not be returned for analysis.